Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 90% stenosed mid left anterior descending artery. Pre-dilatation was performed prior to stenting. After several attempts to cross the lesion with the 3.5x15 mm xience prime stent delivery system (sds), difficulty was experienced retracting the sds. Fearing dislodgement of the stent, the stent implant was deployed in 60% of the diseased lesion and partially in healthy tissue. The remaining 40% was treated with plain old balloon angioplasty successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.